Manufacturer narrative:
As reported, the plug of a 5f vascular closure device (vcd) was pulled out, resulting in unsuccessful closure. When the indicator window turned fully black, the plug deployment button was pressed, and after waiting a few seconds, the device was withdrawn together with the vascular sheath. The procedure used a retrograde approach, and hemostasis was achieved with manual compression. There was no reported patient injury. There were no visible signs of damage to the device or packaging prior to use. Suitability of the femoral artery was confirmed by angiography, including appropriate sheath insertion angle and a vessel diameter of at least 5 mm. No calcium, plaque, stent, or pre-existing access-site complications were present, although stenosis greater than 50% was noted near the puncture site. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and the introducer were retracted together as required, with pulsatile flow slowing appropriately and the indicator window changing to solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The physician did not have a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop and indicator wire were not visible. The deployment button was fully depressed, and the device and introducer were removed as a single unit. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The guard was received in an unlocked condition, and an attempt to verify the guard locking mechanism was successfully performed. However, the functional deployment simulation evaluation could not be conducted because the device was received in a fully deployed state. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, it was noted that the cowling guard of the device received was not locked (although it was reported that it was s locked with an audible click). During analysis the cowling guard was locked and no anomalies were noted. As stated in the instructions for use (IFU), ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f vascular closure device (vcd) was pulled out, resulting in unsuccessful closure. When the indicator window turned fully black, the plug deployment button was pressed, and after waiting a few seconds, the device was withdrawn together with the vascular sheath. The procedure used a retrograde approach, and hemostasis was achieved with manual compression. There was no reported patient injury. There were no visible signs of damage to the device or packaging prior to use. Suitability of the femoral artery was confirmed by angiography, including appropriate sheath insertion angle and a vessel diameter of at least 5 mm. No calcium, plaque, stent, or pre-existing access-site complications were present, although stenosis greater than 50% was noted near the puncture site. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and the introducer were retracted together as required, with pulsatile flow slowing appropriately and the indicator window changing to solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The physician did not have a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop and indicator wire were not visible. The deployment button was fully depressed, and the device and introducer were removed as a single unit. The device will be returned for evaluation.